Manufacturer narrative:
(B)(4). Date of event: exact date unknown but patient indicated after her cataract surgery. If explanted, give date: no applicable as the lens remains implanted to date. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported the a female patient noticed cloudiness in her left eye since she had cataract surgery. Her surgeon(s) have no explanation for the cloudiness and have confirmed no retinal health problems. She has had a MRI (neg). When her optometrist evaluated the cloudiness through a visual acuity check, it appeared to be surrounding what the patient was directly looking at. Her visual acuity is 20/30 but the surrounding cloudiness is causing a lot of distress. No additional information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.